Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the homechoice automated pd set with cassette without an alarm. During an unspecified process step of peritoneal dialysis (pd) therapy, the patient observed ¿microbubbles¿ within the cassette and throughout the tubing and drain line. The home patient (hp) was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.